Event description:
Reporter stated that patient's blood glucose was measured, using the suspect device, with back-to-back results of 10 mg/dl and 350 mg/dl. Reporter indicated that, based on these values, emergency medical services were contacted. An unspecified time later, patient's blood glucose was reportedly retested on paramedics' device with a "normal" result (exact value not provided). No patient injury was reported and no treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.